Event description:
It was reported that the signal alarm for power on did not stop even stopped activation when the power switch was released. Then a backup device was used.

Manufacturer narrative:
Even though the continuous activation condition could not be replicated during testing of the returned unit, as the unit did not work, a possible contributor for the reported condition was confirmed. The returned unit used in surgery was dissected to verify the electrical connections. Inside the handle, saline water, humidity inside the button domes, saline water residue was observed. This indicates that saline water accessed the inside of the probe, reaching the electrical connections, which could have caused the reported malfunction during surgery. If there is fluid ingress through the handle¿s communication and suction tube¿s outlets, accessing the electrical connections, pc board and button actuators inside the handle, the fluid presence inside the handle, will provide an energy path in between the electrical connections and even though the buttons might not be pressed at the moment, a continuous activation condition may be observed. Only the ceramic tip is intended to be submerged in liquid. In order to identify the possible point of ingress of the drops of fluid, saline water was injected backwards through the suction tube as well as through the serfas probe's glued joints while observing if there was any water ingress into the handle as a result of a possible manufacturing related defect (e. G. The lumen¿s joint with the core, the glue joint between the inner lumen and ceramic and the glue joint between the suction tube and the inner lumen). Fluid leaking was observed through the suction tube joint with the lumen. Glue residue was observed indicative that the gluing process during assembly was performed. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the signal alarm for power on did not stop even stopped activation when the power switch was released. Then a backup device was used.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.